Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time. Per follow up information received on 04nov2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on 21nov2024, it was noted that the unit tripping breaker when fill tube was cleared. Test chiller pump installed in decontamination. 2 tank gaskets separated from tank. Erratic flow rate after preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time. Per follow up information received on 04nov2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on 21nov2024, it was noted that the unit tripping breaker when fill tube was cleared. Test chiller pump installed in decontamination. 2 tank gaskets separated from tank. Erratic flow rate after preventive maintenance.